Manufacturer narrative:
The device was returned for analysis. The reported ¿only one suture end came out of the anatomy¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a6 f sheath prior to a percutaneous transluminal coronary angioplasty (ptca) procedure with impella support. Reportedly, when the proglide was retrieved, only one suture end came out of the anatomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the ptca procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.